Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys anti-hcv ii assay performed within its claimed specificity as outlined in the method sheet. Single false positive results can occur with this assay. The investigation was limited due to the unavailability of sample material, calibration data, and quality control data. A confirmation test by immunoblot, as recommended in the elecsys anti-hcv ii method sheet, was not performed at the customer site. A definitive root cause for the reported event could not be determined based on the available information. E1 initial reporter street line 1: (B)(6).

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 assay on the cobas e 801 module. The initial result for the sample was 34.5 coi (reactive). A repeat test on the same system yielded a result of 34.6 coi (reactive). A subsequent test using plasma from the same patient generated a result of 32.7 coi (reactive). Additional testing of the sample included abbott alinity, which yielded a result of 0.14 s/co (negative), and polymerase chain reaction (pcr) for hepatitis c virus (hcv) rna, which was negative.